Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient presented to the emergency room (ER) with high blood glucose levels and elevated ketones. The pod was worn between 5 and 24 hours. She had not eaten since 4 pm the previous day and had played 90 minutes of tennis. After changing her pod at 11 pm that night, she administered a 10.9-unit bolus of insulin; however, her blood glucose remained elevated above 22 mmol/l (396 mg/dl) with continued high ketones. She began feeling increasingly unwell and sought emergency care. At the ER, the patient was started on IV fluids and IV insulin. Testing for diabetic ketoacidosis (dka) was in progress, though a formal diagnosis had not yet been made. The patient remained under hospital care and had not been discharged at the time of reporting.